Manufacturer narrative:
Medtronic received additional information that the customer stated that when the equipment stopped working, the head part felt like it was breaking. The customer stated that the equipment was operated on a level surface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows fin damage and the bowl is fused/melted to the lid. The bowl does not rotate. With the bowl fused/melted to the lid it no longer rotates and will not operate as expected. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog wash kit, it was reported that the head part of the bowl was disrupted from rotation and was broken. The device was replaced. There was no patient involvement, so no adverse effect occurred.